Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 518 mg/dl. Suspected cause was due to having the correction factor and carb ratio set too low. Elevated bg level was addressed by administering a manual insulin injection, and correction bolus with the pump. Customer updated their pump settings to address the event.